Event description:
It was reported that the quick bolus/wake button on the pump was difficult to press and required multiple attempts to activate the screen. There was no available information regarding the customer's blood glucose level at the time of the event. Customer declined to provide method they were to use for a backup method.